Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that the atrial lead was undersensing and there was a capture threshold increase. X-ray images showed that the lead was dislodged. The lead was explanted and replaced and there were no consequences to the patient.